Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned

Manufacturer narrative:
The problem mentioned by the customer is not related to the pump. The cartridge compartment is clean and no residues of insulin visible the problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, the patient's wife reported that her husband had experienced elevated blood glucose levels as high as 547 mg/dl due to an insulin leak in his infusion system. His target level is 150 mg/dl. The patient was able to self-treat via injection of insulin. She stated that they changed his insulin cartridge and found that either the cartridge or the adapter had been leaking insulin back into the cartridge compartment of the infusion device. The patient changed all of the infusion device's accessories and experienced no more problems with his blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation. The adapter, cartridge, and infusion set had been discarded; therefore, they are not able to be returned for product evaluation.